Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported midline catheter was removed. After removal it was observed that a piece of the tip was missing. Additional information: no imaging was done during that visit. An x-ray was performed 5 days later, which showed no radiopaque foreign body. Patient has no symptoms related to a potentially retained catheter tip. There was no noted difficulty during the insertion of the catheter involved in this event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro catheter was returned for evaluation. An initial visual observation of the photograph showed the reinforced tip of the catheter was present; however, the tip appeared to be damaged. No details of the damage could be discerned from the returned photograph and, due to the resolution of the photograph, it could not be confirmed if any pieces of the catheter were missing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.